Manufacturer narrative:
Follow-up # 1 05/30/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed the keypad to be fully intact without peeling or visible damage. The down arrow keys responds appropriately when pressed. The contrast, up arrow and ok keys all have intermittent response when pressed. The keypad was removed for investigation and revealed evidence of keypad contamination under the contrast, up arrow and down arrow and ok contact buttons.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be sent. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.